Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump and transmitter, hypoglycemia with blood glucose value of 51 mg/dl and treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-1884l, mmt-332a, unomedical. Troubleshooting was performed and confirmed customer received the reported issues. Customer was using the insulin pump system within 48 hours of the reported event and auto mode/smartguard feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test. Pump communicated and calibrated properly with test guardian link transmitter. Pump was cut open to perform visual inspection and there is evidence of moisture damage found on the electronic stack and force sensor. The following were noted during visual inspection: cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay. P-cap was attached and locked into place properly. No communication pump to transmitter is not confirmed. Unable to confirm low bgs during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.